Manufacturer narrative:
Additional information provided in d.4. And h.11. Product lot number was changed to unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe could not cut before vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe with received with a tip protector, in a tray. The opened sample was visually inspected and found to be nonconforming with the welded cap detached from the probe needle distal end and needle is bent. Functional actuation testing was performed it was observed that inner cutter moves past the needle when actuated. Functional cut testing could not be performed due to the nonconforming visual condition of sample. The probe was disassembled, and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was severely bent. Gouge marks observed on cutting edge and several other location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure due to detached welded cap. However, the observed detached welded cap could be a potential contributor factor of the reported cut failure at the time report event was observed. How and when the welded cap detached from the probe needle cannot be determined from this evaluation; however, a manufacturing related issue cannot be ruled out. A nonconformance investigation is currently in progress to investigate the root cause for the detached welded cap. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).